Manufacturer narrative:
(B)(4). Baxter evaluated the device, which was found within specification in relation to the reported false upstream occlusion messages. The messages were confirmed and reproduced during evaluation. As upstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. No related malfunction could be identified. No component could be identified for causality.

Event description:
During baxter's evaluation of a spectrum pump the device experienced upstream occlusion alarms. There was no patient involvement.